Manufacturer narrative:
This report is being submitted to relay additional and corrected data to supplement (B)(4) and b)(4) have also been reported. The following sections are being reported: b5: no new or additional information. D8: correction: no. G4: 26 feb 2019. G5: k013227. G7: follow up. H1: malfunction. H2: correction, additional information, device evaluation. H3: yes, evaluation summary attached. H6: method, results, conclusion codes. H10: manufacturer narrative and corrected data. An unknown zimmer screw was received threaded in a hex-lock abutment (hla5g) with a crown. Visual inspection of the subject screw identified significant wear due to usage around the threads and the shank the screw hex had noticeable gouges and was stripped there was substantial presence of debris around the shank, threads, and the hex feature. The returned product was functionally tested with a compatible implant. The screw was unable to firmly secure the abutment in the implant drive feature. The reported event was recreated and confirmed.;as the screw threads and the hex feature were worn/stripped. A device history record (DHR) and complaint history review were not completed as the reported device lot number is unknown. Based on the evaluation, the device malfunction has occurred. However, there is no evidence that suggest the device did cause or contribute to the reported event. A definitive root cause could not be determined. Probable causes of the reported event include, abutment cone prepped in error; user error, insufficient training, abutment not seated properly; tissue interference and screw not torqued to specification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an unknown zimmer abutment screw loosened. There was no injury or impact to the patient. Tooth location 19.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Device brand name not provided/unknown. Device product code not provided/unknown. Device catalog and lot numbers not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that an unknown zimmer abutment screw loosened. There was no injury or impact to the patient. Tooth location 19.